Manufacturer narrative:
The rebar microcatheter was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician was unable to visualize the catheter under fluoroscopy while performing the procedure.